Event description:
Patient was set for home infusion of 5-fu for 7 days home infusion using the elastomeric pump. Patient called and informed the medical team that it has been 5-6 days and the elastomeric pump has not gone down in its size. Usually at 5-6 days of infusion, the ball is almost flat. Patient was requested to report to the hem/onc clinic and the ball was assessed to have >60% to 70% of its content (6th days of infusion).